Event description:
#Medwatcher #followup1 #FDA mw5034965 #(B)(4). I was diagnosed with fibromyalgia several years before being implanted with essure and now symptoms are worse. Chronic fatigue is worse there are days that it is too hard to get out of bed. I was implanted in 2013 my dr knew I only had one tube because of a ruptured ectopic pregnancy in 2004, however the dr inserted a coil in the scar tissue on that side. I was never told essure contains nickel, I have never been able to wear jewelry that contains nickel as ears would swell and any other areas that jewelry containing nickel would develop a rash. Headaches are still almost daily to the point of not being able to function.

Event description:
Headaches daily that over the counter pain relievers don't help.